Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, there was friction and the laser probe was caught in the tapering part of the cannula when inserting the laser probe into the trocar cannula. The surgery was performed and completed after replacing the laser probe with another one. There was no patient harm.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample did not show any non-conformities. The laser probe was inserted into a known good 25 gauge trocar cannula and passed through with no noticeable resistance. The sample¿s outer cannula diameter was measured. With outer diameter min/max values of 0.02000 to 0.02050 inches, the sample¿s outer diameter was measured to be 0.02020 to 0.02030, meeting specifications. The 25 gauge illuminated flex curved laser probe was manufactured on march 7, 2018. There were 1116 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The sample was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).